Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited insulation anomaly. The lead was capped. The patient was in stable condition during and post operation.

Manufacturer narrative:
(B)(4).